Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. The customers blood glucose (bg) levels ranged from 220 mg/dl to 300 mg/dl, which was addressed with a bolus delivery via the pump. At the time of the reported event the customer was on injection therapy, as the customer reverted to manual injections in between malfunction occurrences. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer continued using the pump for insulin therapy.